Event description:
An aneurx stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at time of implant was not reported. Vessel morphology was reported as severely calcified. It was reported that the physician felt resistance and was unable to advance the stent graft delivery system to the intended landing zone due to severe calcification in the vessel. It was reported upon removal of the undeployed stent graft delivery system, the right common femoral artery was perforated. The physician elected to convert the patient to open surgical repair. No additional clinical sequelae were reported and the patient is fine.